Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to remove the left t12 lead. The right t12 lead was attempted to be removed but could not be fully removed from the epidural space and remains in the patient. Only one lead had been confirmed migrated prior to surgery but in the time that the initial lead migration was diagnosed via xray, a second lead had migrated. The physician attempted to replace the t12 lead but ran into difficulty and made the decision to not proceed with and re-implantation. Only 1 lead was completely explanted sn: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05514. It was reported the patient underwent a lead revision occurred on (B)(6) 2024 due to lead migration of both t12 leads. This lead was left implanted by the physician to avoid breakage.